Event description:
It was reported that the intraocular lens (iol) was removed in a secondary procedure. An incision enlargement and vitrectomy were performed. The reason for explant was not provided. No further information was received.

Manufacturer narrative:
Additional information stated patient diagnosis/reason for explant was blurred vision. Lens was implanted in the patient's right eye. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: follow up# 2 (B)(4). All pertinent information available to abbott medical optics has been provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for an investigation. Visual inspection with the unaided eye showed the lens was in one (1) piece. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis multifocal acrylic 1-piece intraocular lens. The lens was contaminated, dust particles were present. This was expected as the lens was transported from controlled environment during manufacturing to a non controlled environment. The optic of the lens was damaged. Several scratches were present. One of the haptics had a crack. The damage to the lens was most probably related to the explant procedure. Visual inspection of the return sample did not indicate any relationship with the iol design or manufacturing of the lens. A review of the manufacturing records was performed. The production order was released and there were no non conformances in the final product release process. The production order was not produced under deviation. There were no process and/or material changes within the production order. The sterilization batch was released and there were no non conformances. The results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed the lens was within power specification. Results of environmental control showed there were no environmental monitoring related non conformances when the production order was manufactured. There were no associated nonconformity materials reports. Based on the manufacturing record review and historical review no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Additional information stated patient diagnosis/reason for explant was blurred vision. Lens was implanted in the patient's right eye.